Event description:
Patient was implanted with a nalu peripheral nerve stimulator system on (B)(6) 2024 targeting the medial branch nerve to treat lower back pain. After implanting the device the leads migrated to a more superficial location where they were very close to the skin surface. On (B)(6) 2024 a surgical procedure was performed to remove the original leads and place new leads back in a more appropriate depth.

Manufacturer narrative:
There are no reports of any trauma or excessive activity associated with the lead migration. There was nothing notable reported at the time of the implant to suggest an issue with the surgical implant technique or a component issue. Migration of implanted components is a known risk of implantable neuromodulation systems.